Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was not hospitalized prior to death. It was reported that the patient died at a nursing home. Dianeal therapy was reported to have been discontinued one week prior to death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined the homechoice is no longer a suspect product for this event. The corrected information has been updated to reflect an unknown baxter peritoneal dialysis disposable product. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.